Manufacturer narrative:
(B)(4). No device, imaging studies or hosp records have been available. Consequently, based on very limited info it is difficult to comment on the alleged filter perforation and failed retrieval attempts. Filter was successfully retrieved at another facility. Instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical scientific literature. The exact root cause for the alleged filter perforation and failed attempts cannot be determined based on the limited info provided, but nothing indicates the device was not manufactured according to spec. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: it is alleged that "attempted removal of filter failed on or about (B)(6) 2011 and further attempts at removal of the filter was abandoned. Subsequently pt developed severe gastrointestinal symptoms, fatigue, diarrhea, vomiting and abdonimal pain. It was determined that she had developed inflammatory changes affecting the bowel, the cause of which was unk" it is alleged that "pt underwent an endoscopy procedure where it was determined that the cook filter implanted 3 years earlier had perforated through her inferior vena cava and into duodenum. Filter was removed at penn state hershey med ctr, however, there was narrowing at the explant site of the inferior vena cava and the bowel". It is alleged that "pt suffered significant and severe injuries to her body."

Manufacturer narrative:
(B)(4). Age at time of event, date of birth) unknown as information was not provided. Weight) unknown as information was not provided. Date of event) unknown as information was not provided. Catalog #: igtcfs-65-uni-celect-perm. Investigation is still in progress.

Event description:
Description according to complainant: it is alleged that "attempted removal of filter failed on or about (B)(6) 2011 and further attempts at removal of the filter was abandoned. Subsequently pt developed severe gastrointestinal symptoms, fatigue, diarrhea, vomiting and abdominal pain. It was determined that she had developed inflammatory changes affecting the bowel, the cause of which was unknown" it is alleged that "patient underwent an endoscopy procedure where it was determined that the cook filter implanted 3 years earlier had perforated through her inferior vena cava and into duodenum. Patient outcome: filter was removed at (B)(6) medical center, however, there was narrowing at the explant site of the inferior vena cava and the bowel". It is alleged that "pt suffered significant and severe injuries to her body".

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-uni-celect-perm. Summary of investigational findings: no device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information it is difficult to comment on the alleged filter perforation and failed retrieval attempts. Filter was successfully retrieved at another facility. Instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. The exact root cause for the alleged filter perforation and failed retrieval attempts cannot be determined based on the limited information provided, but nothing indicates the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: it is alleged that "attempted removal of filter failed on or about (B)(6) 2011 and further attempts at removal of the filter was abandoned. Subsequently pt developed severe gastrointestinal symptoms, fatigue, diarrhea, vomiting and abdominal pain. It was determined that she had developed inflammatory changes affecting the bowel, the cause of which was unknown" it is alleged that "patient underwent an endoscopy procedure where it was determined that the cook filter implanted 3 years earlier had perforated through her inferior vena cava and into duodenum. Patient outcome: filter was removed at (B)(6), however, there was narrowing at the explant site of the inferior vena cava and the bowel". It is alleged that "pt suffered significant and severe injuries to her body"

Manufacturer narrative:
Manufacturers reference (B)(4). Exemption number (B)(4). William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4). (B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/16/2015 as follows: the plaintiff allegedly received the filter implant via right common femoral vein on (B)(6) 2010 as pe prophylaxis for planned spinal reconstruction. An unsuccessful percutaneous retrieval attempt allegedly occurred on (B)(6) 2011. CT report from (B)(6) 2013 alleges a ¿wire that was penetrating through the duodenal wall and extending to the opposite duodenal wall covering the entire lumen. This wire appears to be a sharp steel wire that may be emanating from the adjoining inferior vena cava [¿].¿ the device was successfully retrieved in a technically difficult percutaneous procedure on (B)(6) 2013. The plaintiff alleges organ and vena cava perforation, bleeding, and migration.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'organ and vena cava perforation; difficult retrieval; bleeding; migration'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.